Event description:
A malfunction of a medical pump was reported by the distributor rubin medical aps in denmark. The customer experienced recurring malfunctions but details about the fault code and the customer's blood glucose level at the time were unavailable. Technical support first advised the customer to reset the pump and subsequently replaced it, as it was under warranty. The customer was provided with instructions for pump return and storage mode, though backup therapy details were not disclosed by the customer.